Event description:
It was reported that during an implant procedure the abbott guidewire became bent and unable to be used. A new left ventricular (lv) lead was used; however, due to the patient's anatomy the patient was not suitable for a lv lead and a different lead was used to complete the csp procedure. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).